Event description:
Medtronic defibrillator/sprint fidelis 6949 provided inappropriate shocks due to fractured lead. Patient was at hosp within 30 minutes of initial event. Approximately 2 more hrs expired before a dr was able to shut the device off. Device shocked 6 times per minute and then paused for 2. Then the cycle repeated causing a total of 41 events and 246 unnecessary shocks. Event has caused severe post traumatic stress disorder and significant medical/surgical intervention to replace the failing lead/device. Diagnosis or reason for use: low ejection fraction.